Event description:
It was reported the patient received multiple inappropriate shocks due to t-wave oversensing (twos). The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-45 lead 2007-(B)(6), (B)(4).